Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician attempted to place a taxus express2 3.0x16mm drug eluting stent to the left anterior descending (lad) artery, but premature deployment of the stent occurred. Prior to the procedure, the stopcock was open to the air and the balloon was not prepped correctly, which caused the stent to deploy prematurely in the left main (lm) artery. The physician did attempt to manuever the stent to the aorta for more appropriate placement, but it migrated and could not be located. The procedure was completed using another taxus stent, same size. The patient then went to surgery to have the embolized stent removed, but they could not locate it. It was later seen during a CT scan in the right external iliac, but never removed. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.